Manufacturer narrative:
(Initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 15, 2024. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the digestive tract during a procedure to treat varicose gastrointestinal bleeding performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 15, 2024: the speedband superview super 7 was used in the esophagus during and endoscopic ligation for gastrointestinal bleeding with portal hypertension. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the digestive tract during a procedure to treat varicose gastrointestinal bleeding performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.